Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the fi02 is out of specification.as a resolution, the oxygen blender was replaced.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator fio2 was out of specification. At this time, there was no patient involvement reported with this event.